Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 the stopper was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 3. On at least one occasion a nurse drew a dose of vaccine from a vial and the syringe malfunctioned. The vaccine ran down past the rubber plunger and out through the base of the syringe onto her hand. No medical attention was required or sought.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305832 and lot number 2101405. The review did reveal one quality notification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality engineer team. One picture shows a flu+ shelf-carton, another picture shows a flu+ syringe inside of the blister package, and the last picture shows the top web of the product (where the variable data is printed on the unit package). The provided pictures did not present any signs of the reported defects. Twenty retained samples of the same lot number were obtained for evaluation; however, no signs of leakage were observed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 the stopper was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on at least one occasion a nurse drew a dose of vaccine from a vial and the syringe malfunctioned. The vaccine ran down past the rubber plunger and out through the base of the syringe onto her hand. No medical attention was required or sought.